Event description:
It was reported that patient experienced syncope due to pacing inhibition and over-sensing while in bipolar. A lead conductor fracture is suspected but unconfirmed. Replacement will occur promptly. Patient is dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).